Event description:
It was reported that system had error message of gas forced infusion pressure being too high while in irrigation aspiration mode. Customer replaced tubing pack, however the issue was not resolved. Customer unchecked the advanced infusion setting, and the machine worked in gravity mode. Procedure was successfully completed with 5 minutes delay. There was no patient injury. No further information provided.

Manufacturer narrative:
Section h10: additional narrative information: section a2, a4 & a5: requested but not available at the time of this report. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6). Section h3: h-81 -a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction data: at the time of the initial MDR reporting following information was missed inadvertently: during the field service engineer's visit it was learnt that phaco machine was the suspect product and not the tubing pack. Hence the initial report against the tubing pack should not have been submitted. Reportability has been downgraded to not reportable event per our procedures. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.